Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was liquid inside a new cartridge that was just opened. Reportedly, during the air removal step of the load process, the customer used a syringe filled with 220 units and the customer stated that more liquid filled the syringe during the air removal step. Reportedly, a new cartridge would be loaded. The customer's blood glucose level was 200 mg/dl.